Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. Customer blood glucose at the time of incident was unknown. The insulin pump was exposed to moisture. Troubleshoot was performed. The insulin pump screen had critical pump error. The customer has turned off the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. (B)(4).